Manufacturer narrative:
Updated h6. Recall number - r-26-025-fgx1.

Manufacturer narrative:
Updated d4, g6, h2, h4.

Manufacturer narrative:
It was reported that "a loose connection between the manifold and syringe". It was reported that the "issue was resolved for use by replacing the syringe." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
Syringe loose connection.